Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the right femoral artery. The target lesion being treated was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated twice with a 3.00x12mm non-bsc balloon catheter. The first inflation was to 14 atms for 40 seconds in the distal rca, and the second inflation was to 12 atms for 30 seconds in the mid rca. The 4.50x12mm veriflex stent delivery system (sds) was then advanced to the lesion and would not cross the lesion. The sds was removed and the same 3.00x12mm non-bsc balloon was advanced and used for 6 additional rounds of dilation in the mid rca each to 6 atms, the first inflation lasted 20 seconds, and the remaining 5 inflations were for 15 seconds. The 4.50x12mm veriflex sds was again advanced to the lesion via the guide catheter and would not cross the lesion. It was decided to remove the device and upon removal it was noted that the stent was not on the sds. A new 3.00x12mm non-bsc balloon catheter. Was advanced to the lesion and inflated twice to 8 atms, the first inflation lasting 20 seconds and the second lasting 15 seconds. The 3.00x12mm balloon was removed and a 4.00x15mm non-bsc sds was advanced to the lesion in order to crush the dislodged veriflex stent and was deployed at 8atms after 20 seconds. The 3.00x12mm stent delivery balloon was inflated 2 additional times in the proximal to mid rca at 8 atms for 20 seconds and 15 atms for 30 seconds. A 3.50x12mm non-bsc sds was then advanced to the lesion and deployed at 16 atms after 35 seconds in the distal rca. A 3.50x11mm non-bsc balloon catheter was then advanced for post-dilation and was inflated two times in the rca; the first inflation at 16 atms for 35 seconds and the second to 18 atms for 30 seconds. The procedure was considered completed at this point. No additional complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the right femoral artery. The target lesion being treated was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated twice with a 3.00x12mm non-bsc balloon catheter. The first inflation was to 14 atms for 40 seconds in the distal rca, and the second inflation was to 12 atms for 30 seconds in the mid rca. The 4.50x12mm veriflex stent delivery system (sds) was then advanced to the lesion and would not cross the lesion. The sds was removed and the same 3.00x12mm non-bsc balloon was advanced and used for 6 additional rounds of dilation in the mid rca each to 6 atms, the first inflation lasted 20 seconds, and the remaining 5 inflations were for 15 seconds. The 4.50x12mm veriflex sds was again advanced to the lesion via the guide catheter and would not cross the lesion. It was decided to remove the device and upon removal it was noted that the stent was not on the sds. A new 3.00x12mm non-bsc balloon catheter. Was advanced to the lesion and inflated twice to 8 atms, the first inflation lasting 20 seconds and the second lasting 15 seconds. The 3.00x12mm balloon was removed and a 4.00x15mm non-bsc sds was advanced to the lesion in order to crush the dislodged veriflex stent and was deployed at 8atms after 20 seconds. The 3.00x12mm stent delivery balloon was inflated 2 additional times in the proximal to mid rca at 8 atms for 20 seconds and 15 atms for 30 seconds. A 3.50x12mm non-bsc sds was then advanced to the lesion and deployed at 16 atms after 35 seconds in the distal rca. A 3.50x11mm non-bsc balloon catheter was then advanced for post-dilation and was inflated two times in the rca; the first inflation at 16 atms for 35 seconds and the second to 18 atms for 30 seconds. The procedure was considered completed at this point. No additional complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned product consisted of a veriflex stent delivery system (sds). The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was not returned for product analysis. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).